Event description:
The hcp reported the pt was experiencing a decrease in symptom relief. The pump was explanted and replaced after an implant duration of 35 months. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.